Event description:
I had hip replacement surgery. The device used was the depuy pinnacle metal-on-metal hip. I need to have a "revision" because the hip is deteriorating and the device is releasing cobalt and chromium into my blood stream. Why did the FDA approve this device, which is causing so many people so much pain and suffering?